Event description:
Caller reported discrepant results between profiler and cardiac when testing with patient plasma samples. No patient reports of invasive procedures or injury. Profiler w4519ckmb meter 1=<1.0 meter 2= <1.0/<1.0 ER meter= 1.6/<1.0. Cardiac w44530 ckmb meter 1=1.2 meter 2= 1.4 ER meter= 1.2. Profiler w45194 myo meter 1=358 meter 2= 384/383 ER meter= 322/379. Cardiac w44530 myo meter 1=199 meter 2= 218 ER meter= 209. Profiler w45194 tni meter 1=0.42 meter 2= 0.09/0.30 ermeter= <0.05/0.25. Cardiac w44530 tni meter 1=<0.05 meter 2= <0.05 ER meter= <0.05. Profiler w45194 bnp meter 1=40.9 meter 2= 49.7/51.0 ER meter= 54.8/45.9.

Manufacturer narrative:
Product support did not confirm the complaint. No false positive or elevated results were observed with retain devices. Results were within manufacturing specifications. No patient sample or devices were returned by caller for evaluation. The complaint could not be verified or determine any product deficiency. No corrective action is required as no product deficiency was established.